Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pump 3500. Reported complaint of system failure: force error test was validated in the history log and duplicated during testing. The cause of the problem was isolated to the force being out of specification at 5 and 15 pounds along with count at 0 . Recalibrating the force sensor cleared the device. Device then passed all functional testing with delivery. Unknown cause of event.

Event description:
Information received a smiths medical syringe infusion pumps/ medfusion 3500 revealed "system failure: force error test." No patient involvement or adverse event.